Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the health care provider (hcp) was doing a basic trial on the patient and they were not able to insert the lead into one of the sides. When the external neurostimulator (ens) was connected, the out of regulation (oor) settings not available message came up when stimulation was increased to 0.1v. The manufacturer representative had the hcp hook up the lead and they used the wrong lead connection that required testing on both sides. The hcp only getting in a lead on 1 side was why they had the wrong hook up and why it was not working. The manufacturer representative switched cables to a cable with the grounding pad and was then able to increase stimulation. Everything worked fine and the issue was resolved. The patient was set up for implant on (B)(6) 2016.